Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient is reportedly recovering.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that electrostatic discharge (esd) led to an overmold voltage, damaging structures on the case ground node inside the analog integrated circuit. A correction action was implemented. This is not believed to the related to the return reason. This is the final report.

Event description:
The recipient reportedly experienced a cholesteatoma and electrode extrusion. The recipient's device was explanted due to recurring infections.

Event description:
The recipient reportedly experienced a cholesteatoma and electrode migration. The recipient's device was explanted due to recurring infections.

Manufacturer narrative:
The recipient has reportedly recovered.